Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to infection and extrusion of the device through the postauricular incision site. It is unknown if there are plans to reimplant the patient as of the date of this report.